Event description:
The customer discovered questionable ion selective electrode (ise) results for 25 patient samples when a doctor called stating the results were low. The customer pulled the patient samples tested in that time period and retested them on another modular analyzer. Of the data provided for 24 patient samples, the sodium results for 20 patient samples were discrepant. All results are in mmol/l. Patient sample 1 initial result was 127 with a data flag, repeat result was 135. Patient sample 2 was from a (B)(6) female. The initial result was 134, repeat result was 141. Patient sample 3 was from a (B)(6) male. The initial result was 128 with a data flag, repeat result was 134. Patient sample 4 was from a (B)(6) female. The initial result was 126 with a data flag, repeat result was 133. Patient sample 5 was from a (B)(6) male. The initial result was 128 with a data flag, repeat result was 135. Patient sample 6 was from a (B)(6) male. The initial result was 130 with a data flag, repeat result was 136. Patient sample 7 was from a (B)(6) male. The initial result was 126 with a data flag, repeat result was 133. Patient sample 8 was from a (B)(6) female. The initial result was 129 with a data flag, repeat result was 137. Patient sample 9 initial result was 128, repeat result was 135. Patient sample 10 was from a (B)(6) female. The initial result was 127 with a data flag, repeat result was 135. Patient sample 11 was from a (B)(6) female. The initial result was 130 with a data flag, repeat result was 137. Patient sample 12 was from an (B)(6) female. The initial result was 131, repeat result was 138. Patient sample 13 was from a (B)(6) male. The initial result was 131, repeat result was 139. Patient sample 14 was from a (B)(6) female. The initial result was 127 with a data flag, repeat result was 135. Patient sample 15 was from a (B)(6) male. The initial result was 129 with a data flag, repeat result was 135. Patient sample 16 was from a (B)(6) female. The initial result was 129 with a data flag, repeat result was 137. Patient sample 17 was from an (B)(6) male. The initial result was 131, repeat result was 142. Patient sample 18 was from a (B)(6) male. The initial result was 139, repeat result was 146 with a data flag. Patient sample 19 was from a (B)(6) female. The initial result was 129 with a data flag, repeat result was 138. Patient sample 20 was from a (B)(6) male. The initial result was 126 with a data flag, repeat result was 132. All of the initial results were reported outside the laboratory. The customer called and corrected all of the results. Three patients were put on an IV with saline due to the low results. The customer could not provide further information about the patients. No adverse event were reported. The sodium electrode lot number and expiration date were not provided. The field service representative determined the customer had run with marginal calibration and controls. He checked the system and looked at old calibrations and controls. He ran a calibration, controls and a precision study with all results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.